Event description:
A healthcare facility in michigan reported via a fisher and paykel healthcare (f&p) representative that the chamber base of z41002 complete autofeed chamber as part of the 950a81j adult ventilator dual heated kit was leaking. There was no reported patient consequence.

Manufacturer narrative:
(B)(4) the subject z41002 humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Method: the subject z41002 autofeed chamber as part of the 950a81j adult ventilator dual heated circuit kit (with accessories) was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph provided by the healthcare facility, previous similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph did not confirm any damage on the z41002 autofeed chamber. Conclusions: without the complaint device, clear pictures or additional information, the cause of the reported issue cannot be determined. Every z41002 chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our 950n81j user instructions (ui) that accompany the z41002 chamber complete autofeed 900 state to "use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects." The ui also includes the following: "do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Do not use the chamber if it has been visibly damaged or dropped." "Set appropriate ventilator or flow source alarms to monitor therapy delivery." "Perform a pressure and leak test on the breathing system before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) representative that the chamber base of z41002 complete autofeed chamber as part of the 950a81j adult ventilator dual heated kit was leaking. There was no reported patient consequence.